Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During stent removal user detected there is stone on stent. User removed the stent and placed a new one. The stent was removed as scheduled without patient symptoms. Two sets of questions were asked and returned as follows: 1. Did the encrustation cause any uteral obstruction and prohibit drainage or did it have to be removed unplanned as reocclusion? Due to the stent was placed in patient for 12 months and need to replaced with a new one. 2. Was the stent removed as scheduled without patient symptoms? The stent was removed as scheduled with outpatient symptoms. 1 are any images available for review? Already attached in cc form. 2 what was the target location for the stent? Ureter. 4 if yes, please specify: 5 (I) what part of the body the device was removed from? Ureter. 6 (ii) what device was removed? Stent. 7 (iii) what instrument was used to remove it? Ureter forceps. 8 please specify the storage conditions of the device at the facility, particularly those relating to light, temperature and where(location). Storage in operation room, humility between 45% to 60%, temperature below 20oc. 9 why was the stent removed? (Exchange? Or other issues?) The stent placed in patient for 12 month which need to be replaced with an another stent. 10 if other, please detail why the stent was removed. N/a. 11 if the stent was removed what was used to complete the procedure? Cook hiwire wire guide, ureteroscope, cystoscope, ureteral forceps. 12 what was the length of the indwell time? 12 months. 13 what disease mode was the physician trying to treat? Female patients who have undergone total colectomy are fitted with stents for temporary drainage of the renal pelvis, ureter, and bladder. 14 what wire guide did they used? Hws-035150. 15 did the device come with a pigtail straightener? Yes. 16 if yes, was the pigtail straightener used? Yes. 17 did the user attempt to attach the stent to the inserter before or after wire guide insertion? Yes. 18 did they attempt to attach the tapered end of the stent to the inserter? The stent has no tapered end. 19 was this device assembled outside of the body? Yes. 20 was there difficulty advancing the stent to the target location? No. 21 how often was the stent checked during the in-dwelling time? Once six months. 22 what method was used? Ureteroscope, cystoscope. 23 was the patient using calcium supplementation? No. 24 was force required to remove the stent? No. 25 was encrustation evident on the stent? Yes

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: 01 x rms-060026-r device of lot number c2118455 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device was not returned for evaluation. Manufacturing record review: prior to distribution all rms-060026-r devices are subjected to a visual inspection and functional checks to ensure device integrity. An nc code for weld not to specification was noted for 2 devices on the work order and these parts were then subsequently scrapped and another nc code for missing information was noted for 1 other device on the work order however this part was then subsequently reworked and therefore these nc codes would not have contributed to the identified complaint issue. A review of the manufacturing records for rms-060026-r of lot number c2118455 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use, ifu0018 which informs the user about the potential adverse events associated with indwelling ureteral stents include: allergic reaction to nickel, bladder spasm, diminished urine drainage/stent occlusion, fever, fistula formation including arterioureteral fistula, hemorrhage, hydronephrosis, infection, insufficient urine drainage, loss of renal function, pain/discomfort, perforation of kidney, renal pelvis, ureter and/or bladder, peritonitis, pyuria, stent degradation/fracture, stent dislodgement/migration, stent encrustation, stent failure, tissue ingrowth, ureteral reflux, urinary symptoms (frequency, urgency, incontinence, dysuria, hematuria), urinary tract tissue erosion it should be noted that the instructions for use lists stent encrustation as a potential adverse event that can occur in conjunction with ureteral stent placement. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0018). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause may be related to patient-specific factors. The calcification/encrustation observed on the stent likely resulted in blockage of the stent lumen, preventing proper drainage. Factors such as the patient¿s urine composition, presence of infection, or underlying medical conditions may have contributed to the development of encrustation. As per instructions for use, diminished urine drainage/ stent occlusion/ stent encrustation are listed as a complication following the placement of the device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: the user reported an issue with 1 unit of lot c2118455 of rms-060026-r device. The user reported during stent removal user detected there is stone on stent. User removed the stent and placed a new one. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be related to patient-specific factors. The calcification/encrustation on the stent likely resulted in blockage of the stent lumen, preventing proper drainage. Factors such as the patient¿s urine composition, presence of infection, or underlying medical conditions may have contributed to the development of encrustation. As per instructions for use, diminished urine drainage/ stent occlusion/ stent encrustation are listed as a complication following the placement of the device. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence stent was removed as per schedule. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 08-oct-2025.